Event description:
Label of tuff implant was on package with mono implant. It was identified by the employee of noris medical inc - subsidiary of noris medical ltd ( importer - distributor) in the stock warehouse.

Manufacturer narrative:
UDI related data quality updates only.